Event description:
It was reported that the catheter did not advance properly into the vein and, in some cases, required significant force to insert. A hematoma was caused during insertion, and the vein appeared to give way more easily than expected. It was declared that there was no blood return in the catheter chamber, even though the clinicians were certain that the device was correctly positioned in the vein. When the catheter was disconnected, the fluid return was described as very abundant increased flow (++). The same observation was made once the needle was removed and again when the IV line was connected, despite the initial absence of blood in the chamber. Additionally, the cap was sometimes difficult to remove, and the users experienced a sensation of blockage when withdrawing the needle to allow the catheter to advance. These issues have been observed repeatedly over the past several days. The incident occurred before the infusion. It happened approximately 5 to 6 times per day and has affected the catheter setup for around twenty patients. The nurses observed that the issue was resolved as soon as the lot was changed. This incident involved male and female patients of different sizes. Moreover, it occurred with several different nurses. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.